Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Cotton was missing from tampon...not certain if there is some remaining in my body- vagina [foreign body in reproductive tract], cotton was missing from tampon [device breakage] . Case narrative: consumer reported via phone that the cotton was missing from the tampon during removal. No serious injury reported.